Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the "slip-joint" (proximal connector) of the tube became detached from the tube of the probe. A plaster was applied to maintain the connector because extubating was impossible. Medical intervention was needed for the change of the intubation tube. Following the incident the patient underwent: chest x-ray: right base infectious focus, arterial blood gas po2 74 under fio2 50%. The patient was prescribed sedation with hypnovel and sufentanil, curarization with nimbex, ventral decubitus, no, augmentin for actimomyces pneumonia. The patient was taking other medications, unrelated to this incident (heparin for pulmonary embolism for 3 months, diamox). The status of the event is resolved (the patient was extubated on 13-sep).